Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had hyperglycemia. Blood glucose level was 486 mg/dl. Customer declined to troubleshooting for high blood glucose.customer was unable to calibrate sensor due to high blood glucose and bleeding at sensor site. Customer stated that their hyperglycemia occurred out of auto mode. Insulin pump will not be returned for analysis.